Event description:
The manufacturer received information alleging a persistent ventilator maintenance required condition had occurred on trilogy evo device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer's complaint was confirmed. The third-party service technician did not find any errors in the event log. The third-party service technician evaluated the device and found contamination on the machine flow sensor. The third-party service technician replaced device's machine flow sensor to address the issue. Additional findings not related to the malfunction/issue was contamination found on the following parts: blower, muffler, and one of the inline filters. The third-party service technician replaced the blower, muffler, and inline filters to address this issue. The third-party service technician proactively replaced the air foam inlet filter on this device. The third-party service technician performed the functional and final tests on the device, which both tests passed. The third-party service technician determined the device was operational.